Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Event description:
Allegedly cup was revised due to liner not locking in place and ball head rubbing inside the cup. A stryker dual mobility cup was put in.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-02531, 02532, 02533, 02534.